Event description:
It was reported that a device leak occurred. The patient presented with ischemic heart disease. The target lesion was located in the severely calcified coronary artery. A 1.25mm rotalink burr was selected for percutaneous coronary intervention (pci). During speed test, upon connection, the system had abnormal sound, it was noted that the device was leaking fluid. The device was removed intact along with the rotawire. The procedure was completed with another rotapro device. There was no patient complications reported.

Event description:
It was reported that a device leak occurred. The patient presented with ischemic heart disease. The target lesion was located in the severely calcified coronary artery. A 1.25mm rotalink burr was selected for percutaneous coronary intervention (pci). During speed test, upon connection, the system had abnormal sound, it was noted that the device was leaking fluid. The device was removed intact along with the rotawire. The procedure was completed with another rotapro device. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotalink burr atherectomy catheter. Visual inspection of the device did not identify any damages or defects. A test advancer was used as the advancer used during the procedure was not returned for analysis. When the returned burr catheter was connected to the test advancer, and the test advancer was connected to the fluid infusion line, there were no abnormal fluid leaks noted from the device. A steady drip of fluid from the distal end of the catheter was seen as intended by design. When the test advancer was connected to the rotapro console and the knob switch [ablation button] was pressed, the returned burr catheter was able to reach and maintain optimal rpm with no resistance or issues using the test advancer. There were no abnormal noises heard during test rotation.